Event description:
A non-healthcare professional reported that patient had experienced discomfort, blurred vision and reduced clarity due to intraocular lens which were implanted, had significantly impacted the quality of life. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).